Manufacturer narrative:
Analysis of the device revealed that the shaft was not cracked. The luer hub was cracked instead. A luer hub crack is not considered a reportable event as there have been no injuries associated with luer hub cracks for pta and ptca balloons in a two year period. The previously reported event of shaft crack will be unreported.

Event description:
The physician tried to cross the target lesion with the 4.0 x 10 durastar balloon, but was unsuccessfull. The device was removed from the patient and the shaft was noted as cracked. A voyager balloon was used to cross the lesion. There was no patient injury.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.